Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp), the sphincterotome wire snapped at the beginning of the procedure. The device was withdrawn from the endoscope and the procedure was completed with a different, but similar device. The users reported that no part of the device remained in the patient. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the knife wire had broken, and identified that half of the wire was missing throughout its length. There was evidence of thermal damage on the knife wire, and the users reported having set the cutting current to a relatively high value at the time of the event. The cause of the user's experience could not be conclusively determined at this time, however, the high current settings are likely contributory to the reported event. This report is being filed as an MDR in an abundance of caution.